Event description:
The user is questioning the presence of an artifact during an analysis during a pt use event. The subject's outcome is unk at this time.

Manufacturer narrative:
Pr#: (B)(4). Product evaluation pending for pt use event. Device has been requested to be returned.